Manufacturer narrative:
The product involved in the incident is a nimbus 3 system [device ce marked and the notified body bsi (ref: (B)(4))]. The system consists of a pump and a mattress. Upon inspection of the manufacturing records for this device we can see no evidence of any malfunction or rework relating to the alleged malfunction associated with the complaint. We visually inspect and manually test 100% of all units prior to packaging and dispatch. Each unit was tested for functionality. After the incident the device was subjected of comprehensive testing by arjohuntleigh representative who describe the general condition of both mattress and pump as bad. There were scratches evident on the outer casing of the pump, the mains cable grommet was torn, the front cover was in poor condition, and hanging bracket was damaged; it is also worth to notice that the service light was turn on (which inform that the device maintenance is needed). The mattress was not in good condition as well, with the base cover torn and necessity to replace a loop sheet. The functionality test of the system was performed with the use of fast inflating pump which revealed the following malfunctions; leak in the heel cell and the manifold behind the CPR mechanism, four torso cells leaking at the welded seams. In case of this kind of malfunction which cause a minor leak in the nimbus system, all air will not automatically be removed from the mattress, but will gradually reduce the amount of air from around the heaviest part of patient's body. The failure of the low pressure (pressure are care) products, we advise each and every customer that, through regular monitoring of the patient (as recommended in our products instruction for use), device issues and patient considerations are found early. The nimbus mattress system is targeted to all categories of pressure ulcers and for patients who are at most risk. Because the nimbus system is commonly used for patients who are at greater risk of developing or have already developed stage 3 or 4 category pu, the majority of units are located in acute environments and each patient is constantly monitored at more regular intervals. The patient involved in the reported event was regularly monitored (as per our IFU; therefore, the system malfunction was reported prior any injury occurred. Nevertheless, the risk of development of pressure sores is realistic and our mattress systems help to prevent the development by reducing the interface pressure between the patient and the device surface through alternation of the pressure in our system, the interface pressure between the patient and the device may increase, thus reducing the therapy provided and increasing the risk of the development of a pressure sore (if left unattended). In regards to the risk associated with this type of failure, we (arjohuntleigh) have reviewed our product's risk documents and also our post market surveillance data for events of a similar nature. We have determined the following: based on the previous 5 years - 2008 to date the nimbus mattress system install base is over (B)(4) units on the market. The ratio of all reported events related to the nimbus system is (B)(4). Of the (B)(4) recorded events, (B)(4)were found to be similar in its malfunction of the low pressure alarm function ((B)(4) of the total install base). With a high number of systems in the field and the absence of multiple occurrences of injuries as a result of this malfunction, this type of failure appears not to represent an immediate risk to users of this device, with the benefits in terms of pressure relief far outweighing the risk. The nimbus low pressure alarm function will activate after 3 consecutive cycles of low pressure (approx 30 minutes from the time air pressure drops below the threshold). This is in order to compensate for patient movement and exit from the bed. Due to the basic functionality of our mattress systems, it is inevitable that the loss of air would be significant in the number of complaints received. The care plan for patients (including the monitoring and repositioning of patients) as recommended in our instruction for use and the general guidelines in the practice of care are being addressed and the use of a low pressure alarm is either not significant as an early warning measure, low pressure events produce major leaks and therefore the alarm functions as intended or the detection of a low pressure events is easily recognized. In conclusion, we (arjohuntleigh) take these types of incidents very seriously and work closely with our customers in providing a solution. We see no immediate risk to users of our nimbus system an are continuing to monitor any similar occurrences through our complaint system.

Event description:
(B)(4).